Event description:
It was reported that during an unk procedure, the device would not open. It is not known how the device was removed from the tissue. The procedure was completed with another device. There was no pt consequence.